Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusion system was powered and after it was on perfusion display, it indicated "check the flow sensor" and alarmed. It used two flow sensors and two modules, and one of them indicated flow rate [-]. This module alarmed and indicated flow rate [-] even though we exchanged to normally operating sensor. When the problem occurred, one of two pressure modules was lit red. The device was not changed out, as the user continued to use this system after they rebooted the system. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Software data logs were returned to the manufacturer for further evaluation on (B)(4) 2013. This complaint is related to MFR #182810-2013-01032. The cardioplegia pressure module did get two pressure alerts and alarms at 3:10:47 pm, after the system was rebooted and a perfusion screen was opened.